Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent initial left total knee arthroplasty on an unknown date approximately 20 years ago. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent initial left total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to wear. The tibial bearing and locking bar were removed and replaced.

Event description:
It was reported that patient underwent initial total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to wear; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted - approximately 20 years ago.